Event description:
It was reported that the downstream occlusion (dso) seal was degrading and breaking down. Dso seal also has unnatural marks/scratches on it. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: (B)(6) 2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was degraded and the upstream occlusion (uso) seal was buckling. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The dso and uso seals were both replaced.